Event description:
(B)(4). In the beginning I bled after the procedure for a yr and half. I still have horrible cramping and that gets worse when I'm on menstrual. I have been to the hospital for these pains and its showing the coil is migrating out of my tube. I have horrible hot flashes which I have never had before. I have migraines on a daily basis. Thanks essure for making my life a nightmare.